Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok' button. Reportedly, the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and no delivery issues were noted.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was undamaged and no tactile issues were found with the buttons. Removal of the keypad cover did not find contamination under any of the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.